Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, the patient was receiving cgm values ranging from 70-85 mg/dl. No bg meter comparison was taken at this time. The patient was wearing an omnipod insulin pump. The patient self-treated by ¿eating¿. Despite treatment, the patient¿s cgm values did not rise. The patient then decided to change her sensor, and after warm-up, the patient was receiving the same range of cgm values as before. At an unspecified time later, the patient started to feel tired, thirsty, confused, had increased urination, blurry vision, was seeing dark spots, and had presyncope. The patient¿s friend called emergency medical services (ems). Ems arrived, and the patient could not recall if a bg meter reading was taken. She was transported to the emergency room (ER). At the ER, the patient¿s cgm was reading 85 mg/dl while the bg meter was reading 520 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required to the initial MDR. It was reported that the patient was treated with insulin (route not specified) while in the hospital. She was discharged home after three days. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to add information to the initial MDR h2 correction.